Event description:
The end user reported that she developed a skin reaction due to mechanical stimulus and/or allergic reaction. Physician prescribed ointment (name not provided).

Manufacturer narrative:
Based on the available info , this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.